Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Reportedly, the battery dropped from 60% to 10% suddenly. The customer's blood glucose was 249 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.